Manufacturer narrative:
(B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the cartridge was pointed and did not work well. There was no patient injury. No additional information was provided to johnson & johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 03/15/2018. . Device evaluation: the pcb00 product was not returned in its original package. Visual inspection at 10x microscope magnification was performed on the sample returned. The plunger and pushrod were observed in the advanced position in the preloaded insertion system. No assembly errors and/or defects were observed in the preloaded device related to the manufacturing process. Residues of lubricant material were observed at the cartridge tip section. Dent/distortion was observed at the cartridge tip section. The condition in which the sample was returned is consistent with a product that was handled and prepared for a surgical use. The complaint issue of tip broken was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.